Manufacturer narrative:
The device was manufactured from november 17, 2020 - november 18, 2020. The device was received for evaluation containing approximately 91ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of medication through a small volume infusor. The event was further described as the patient observed that the medication delivery stopped. This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.